Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 48 mg/dl. Customer¿s current blood glucose is 171 mg/dl. The customer had another blood glucose 212 mg/dl. The customer was treated with the food. Troubleshooting was declined for low blood glucose. The auto mode in the insulin pump was active and was not automatically adjusting insulin delivery during the event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.